Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 as they experienced high blood glucose which was 819 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin drip. Customer discontinued the use of insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.